Event description:
It was reported that the gravity administration set was cracked. The following information was provided by the initial reporter: cracked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary - a complaint of tubing being cracked was received from the customer. Five unopened samples were returned for investigation. Through visual inspection, no defects or damages were observed. The set was primed and an infusion was completed with no issues or alarms from the infusion pump. The defect could not be replicated. A device history record review for model 47177e lot number 22079054 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined due to the defect not being able to be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.